Event description:
Patient had l4-5 decompressive laminectomy and discectomy. One week postoperatively reported redness around incision. Antibiotic and warm moist compresses ordered after patient provided pictures of incision as not able to get to clinic for examination. Wound appeared red, weepy, wound improved and resolved with course of dicloxacillin for 10 days.